Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve and delivery catheter system were inserted and advanced through the introducer to the ascending aorta, however, would not advance through the native aortic valve due to tortuosity in the abdominal and thoracic aorta and an "extreme aortic root angle". The surgical team performed a cut down for an alternate access site. While attempting to cross the native aortic valve a second time, the patient developed a pericardial effusion requiring a pericardiocentesis which resolved the effusion without further complications. Per the physician, the cause of the effusion could have been the temporary pacemaker. The procedure was aborted, and the patient was hemodynamically stable and transferred to the intensive care unit. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-34 (serial: (B)(6) ); product type: 0195-heart valves; implant date n/a; explant date n/a. Product analysis: no product was returned and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.